Event description:
The customer alleged the received questionable insulin and vitamin d results on their e601 analyzer. The customer provided data for three patients, one of which had a discrepant insulin result that was reported outside the laboratory. The patient's initial insulin result was 1.09 uu/ml from a secondary tube. The sample was then frozen. On (B)(6) 2013, the patient had a second sample drawn and the insulin result was 15.87 uu/ml. This result was considered correct. On (B)(6) 2013, the patient's original sample was thawed and repeated. The repeat result was 9.79 uu/ml. The second sample was repeated on (B)(6) 2013, and the result was 14.64 uu/ml. There were no adverse events. The insulin reagent lot number was 169839. The expiration date was requested but not provided. The field service representative went on site. He found the bead mixer was mis-adjusted, there was film on the reagent, and dry serum in the border of the tube. He ran an assay performance check. The customer was advised about proper reagent and sample handling. It was noted the customer was not using the recommended rack adaptors.

Manufacturer narrative:
A root cause could not be determined with the information provided. Further details were requested but not provided. The calibration and quality control data were within specification and no reagent issue was evident. It was noted the customer was not using the recommended rack adaptors.

Manufacturer narrative:
This event occured in (B)(6).